Event description:
Respiratory therapist reported, a staff member obtained a resuscitator to rescusitate pt. The resuscitator was observed to have a crack on the valve housing. Another resuscitator was obtained and pt resuscitated. No reported harm to pt. Evaluation determined crack to actually be a fracture.